Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient underwent device explant due to infection. Patient tolerated the procedure well. No further information was available.